Event description:
It was reported that the patient was experiencing pain at the ipg site due to the ipg flipping in the pocket. Surgical intervention was undertaken wherein the ipg pocket was re-opened and the ipg was resecured on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.